Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low battery alert and changed the battery a week earlier. Customer stated that within 2 hours, his insulin pump was dead. Customer stated that he changed the battery and it is working fine now. Customer also reported that within a week of changing the battery, the pump was blank and he had received a bad warning. Customer declined troubleshooting.